Event description:
The patient contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice during use during prime. The patient was not connected. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps. The patient informed the tsr that they had changed out the cassette twice, but reused the same bags. The tsr assisted the patient with ending therapy and starting over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the patient reusing the same bags. The rn stated they were not aware of this event and would follow up with the patient regarding not reusing parts of a set up. The rn stated the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.